Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted radical surgical procedure, the distal end of the harmonic ace instrument broke, rendering it unusable, but there were no fragments left inside the patient. The procedure was completed with no patient harm.